Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a venous closure of the common femoral vein was attempted with a prostyle device after an ablation interventional procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. An alternative method of closure was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequently to the filed MDR, a medwatch report was received: (B)(4) user facility medwatch report received that states "describe the event or problem: when trying to deploy the suture in the perclose device nothing anchors to the blood vessel and the suture doesn't pull through. Had patient contact, but no harm done. Used a new device which successfully worked. Reported to supplier and rep picked up device. What was the original intended procedure?: not provided. What problem did the user have (check all that apply): device failed (e.g. Broke, couldn't get it to work or stopped working)".

Manufacturer narrative:
B3: date of event corrected to (B)(6) 2023. E4: initial report sent to FDA corrected from "no" to "yes".g2: report source updated. H10: related report number added. Attachment: (B)(4).

Manufacturer narrative:
B5 correction: describe event or problem: updated the referenced medwatch from (B)(4). D1 correction: brand name updated d2a correction: common device name updated d3 correction: name, address updated g3 correction: date received by mfg updated to 06/19/2024, the day the error was noticed. H10: related report number updated from (B)(4).

Event description:
Subsequently to the filed MDR, the following correct medwatch number was provided (B)(4). User facility medwatch report received that states "describe the event or problem: "cuff miss" - when trying to deploy the suture in the perclose device nothing anchors to the blood vessel and the suture doesn't pull through. Had patient contact, but no harm done. Used a new device which successfully worked. Reported to supplier, rep picked up. No charge replacement sent. What was the original intended procedure? Information not provided. What problem did the user have (check all that apply): device failed (e.g. Broke, couldn't get it to work or stopped working). No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed based on the returned device condition and analysis. The posterior needle tip did not successfully eject from the posterior needle shank and loctite was observed inside the posterior needle shank. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported needle to cuff miss was concluded to be related to a potential product quality issue due to the observed loctite and posterior needle tip that did not eject from the shank. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. The subsequent treatment appears to be related to procedure circumstance.